Event description:
Health care professional (hcp) reports 7 fiber leaks noted by an alarm on the hemodialysis device during the first hr of pt treatments. Subsequent testing of the dialysate compartments proved positive for the presence of blood. New disposables were used to continue the treatments without incident. Reuse numbers unknown. Health care professional reports no pt injury or need for medical intervention.